Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported after warm water and chewies - they really don't go on any further. As the patient bites the chewy on one side the back of the other side of the bottom aligner pops off my teeth. The clinical support assessment team reviewed her clinical notes from her doctor of dental surgery (dds) and her dds states that clear aligner therapy without the supervision of her dds is not recommended and would like the patient to go to her dental office to complete treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.